Event description:
It was reported to boston scientific corporation that a rx cytology brush device was used during a cytology procedure performed in the biliary tract. According to the complainant, during the procedure, strong resistance was experienced while trying to actuate the device. Force was applied to the handle, and the metal cannula within the handle became bent. The procedure was able completed with this device. However, while removing the device from the guidewire, the catheter of the cytology brush was torn beyond the rx channel, and the ro marker detached within the patient. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.